Event description:
It was reported that during a lap appendectomy procedure, the first device was closed and while firing, it got halfway and then it stopped. The device was removed and it was noted that it cut and left staples only halfway down the staple line. They pulled a second device and a reload. They fired it to complete the staple line. However, the same thing occurred. The device stopped firing halfway down the staple line. The surgeon decided to open the pt because he thought he had some bowel injury, due to the stapler issue. Once the pt was open, everything appeared ok. The pt is currently fine.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.